Event description:
Per the audiologist, the pt has cochlear abnormalities that resulted in a partial insertion of the electrode array and deactivation of several electrodes in the sound processor program. Reportedly, the pt experienced facial stimulation and intermittent static with the cochlear implant system. Exchanging the external equipment multiple times did not alleviate the problem. Results of an integrity test done in 2007 showed normal receiver/stimulator function with normal electrode function. Explantation/reimplantation surgery is scheduled for 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.